Event description:
Received report of a device shutting off with no audible alarm tone. The device was programmed to deliver 25,000 units of heparin in 500ml at a rate of 21ml/hr. No further programming parameters were provided. At 0400, the device reportedly "was found to have a black screen." The device was removed from clinical service. A ptt was obtained and the infusion was resumed at a rate of 25ml/hr. There were no reported adverse pt effects and no medical interventions were required.